Event description:
The fse reported that the sys gave an overvoltage fault alarm. This error causes the sys to shut down, resulting in a loss imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the sys and adjusted the input transformer. The sys operates as intended.